Manufacturer narrative:
The pump was received with a blank-flashing white lcd due to a cracked lcd controller. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement or self-tests due to the display anomaly. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a cracked select button on the keypad overlay and a slightly stained serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen was flashing white and black. The insulin pump fell and was exposed to moisture. Customer's blood glucose level was over 300 mg/dl. She had a dry mouth. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.